Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a rotawire tip detached and remained inside patient. A 330cm rotawire¿ was selected for use. During unpacking when the device was removed out from the plastic package, it was noticed that the distal part was not straight and has a wavy shape. When the shape was adjusted manually, it was inserted in an unspecified guide catheter and advanced in the coronary without resistance; however, the distal tip part was broken. The device was not recovered; thus, the physician placed over the device a 2.5 x 26 non bsc stent. No further patient complications were reported.